Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these type of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of tracking difficulty, valve movement on the balloon, and withdrawal difficulty with subsequent valve dislodgment and non-target implant was unable to be confirmed. As the delivery system was tracking through patient anatomy, it is possible that the patient's challenging anatomy (horizontal aorta) contributed to the difficulty reported. It is also possible that due to the tracking difficulty noted, additional manipulations were applied to the delivery system, resulting to the valve moving on the balloon. In addition, the delivery system was independently removed from the sheath, causing the valve to stay on the sheath tip and subsequently dislodged into the abdominal aorta. Per the procedural manual, "retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position". As such, available information suggests that patient (horizontal aorta) and procedural (excessive manipulation and improper withdrawal techniques) factors may have contributed to the complaint. However, a definite root cause is unable to determined at this time due to insufficient information.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, valve alignment was performed without issue in a straight section of the aorta. The commander delivery system and valve were advanced to the ascending aorta with some difficulty due to the patient's horizontal aorta. Prior to crossing the annulus, it was observed that the valve appeared as malpositioned on the delivery system. A decision was made to remove the devices. The valve was brought down to the tip of the esheath. Upon withdrawal, however, only the delivery system was removed and the valve became dislodged from the balloon then embolized into the distal aorta due to the use error. The valve was then secured with a palmaz stent in the abdominal aorta, distal to the renal and above the iliac bifurcation. A second valve was successfully deployed in the aortic annulus. It was noted that the delivery system could not be removed with the esheath as a unit, and was removed separately. Per report, the patient was alive at end of procedure.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was tracking difficulty and subsequent withdrawal difficulty, resulting in the valve dislodging from the balloon and being implanted in a non-target location. Per report, valve alignment was performed in a straight section of the aorta without difficulty and appeared to be aligned between the markers. The commander delivery system and valve were advanced to the ascending aorta with some difficulty due to the patient's horizontal aorta and were not getting caught on any vessel calcification. Prior to crossing the annulus, it was observed that the valve appeared as "malpositioned" on the delivery system as it was no longer aligned between the markers, but on top of the distal marker. No attempts were made to cross the annulus and a decision was made to remove the devices as a unit. The valve was brought down to the tip of the esheath and upon withdrawal, the delivery system was removed independently of the esheath+. While the delivery system was easily removed, the valve became hung up on the distal edge of the esheath+. This resulted in the valve becoming dislodged from the balloon and embolizing into the distal aorta. The esheath+ was exchanged for a medtronic (non edwards) sheath. The operating team attempted to snare the valve for removal but was unsuccessful. It was then attempted to deploy the valve in the distal abdominal aorta, and this was also unsuccessful. The valve was partially expanded with a non edwards balloon. A palmaz stent was delivered within the valve, but the palmaz would not adhere to the balloon and became separated. Eventually, the valve and palmaz stent were positioned side by side in the abdominal aorta, distal to the renal and above the iliac bifurcation. The palmaz was expanded to contain the valve. During this time, there was significant blood loss at the access site with hemodynamic instability leading to a transfusion protocol. The access site was closed with additional closure devices and a covered stent. The vitals were stabilized and hemostasis was achieved. Per the fcs, the blood loss was attributed to the use of multiple catheters and instruments through the hemostatic valve of the medtronic sheath, making it incompetent. These events that occurred after removal of the esheath+ were not related to the edwards devices. A second valve was successfully deployed in the aortic annulus. Per report, the patient is doing well and recovered.

Manufacturer narrative:
A supplemental MDR is being submitted due to clarification provided by the field clinical specialist (fcs). This information was previously indicated in b5, but not fully captured with regards to codes. In addition, a voluntary medwatch was received, which offered additional clarification of the reported event (reference mw5153356). Additional information: sections b4, b5, d4 model number, g3, h6 impact code have been added. Corrections: redact data from sections a2 and a3. The investigation is ongoing.